Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter serial number (B)(4) and two vials of remaining test strips were provided and tested using a retention battery and retention controls. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Results: vial 1: level 1: 46 mg/dl, 46 mg/dl, 45 mg/dl. Level 2: 300 mg/dl, 311 mg/dl, 312 mg/dl. Vial 2: level 1: 45 mg/dl, 44 mg/dl, 45 mg/dl. Level 2: 305 mg/dl, 301 mg/dl, 301 mg/dl. All returned results are within acceptable range. No errors were observed during testing. No information was provided that would point to a cause for the result discrepancy.

Event description:
The initial reporter stated they received errors with accu-chek perform a professional meter serial number (B)(4). A control run on this meter prior to receiving the errors was within range. The reporter tried pulling the battery from the meter a couple of times and tried several tests, but still received errors. One of the nursing staff members wanted to check the meter function and received discrepant glucose results when testing with meter serial number (B)(4) and a second accu-chek performa professional meter, serial number (B)(4). The nurse is not diabetic. A fingerstick sample of this patient was tested using meter serial number (B)(4), resulting with a glucose value of 73 mg/dl. A sample from the same fingerstick was then tested using meter serial number (B)(4), resulting with a glucose value of 116 mg/dl. Controls were tested on meter serial number (B)(4) after the event and one level of control was outside of range. Controls tested on meter serial number (B)(4) were within range.